Manufacturer narrative:
The customer indicated that during device check the platform was tested multiple times and worked without any issues; therefore, the unit will not be returning to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn: (B)(4)) was displaying an error message user advisory (ua) 16 (timeout moving to take-up position) during patient use, the crew then reverted to manual CPR. The customer tried to replace the lifeband and checked that there were no obstructions. The customer also made sure the lifeband was installed correctly. The customer does not have the date of the event. No patient information was provided. No patent consequences or adverse effects were reported.